Event description:
Please note vanjhcs has internally identified a hazardous issue with the arjo trolley shower lift due to product failure. Product identified as: manufacturer: arjo hospital equipment. Equipment name: arjo shower trolley, equipment type: lift, bath patient. Model # 08400004, acquisition date: june 1988. Nature of problem: a patient was being lifted with the arjo lift when the lift broke causing the patient to fall. The employee operating the lift was injured. It appears the bolts snapped and the top stretcher part snapped from the hydraulic cylinder. Action taken: action was initiated to identify and remove the hazardous arjo lift from use. Five -5- additional arjo lifts were identified in the nursing home care unit, physically checked and the bolts in question were replaced with new grade 8 hardened bolts using thread lock sealant.